Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via social media indicating that they experienced high blood glucose of 425 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their insulin pump did not alarm them when they ran out of insulin in their reservoir. The customer also stated that they would like extra adhesive tape for their sensor. The customer did not return the product back for analysis.